Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an elevated accutni result, below the ami cutoff, for one (1) patient that was generated by the access 2 immunoassay system. The result was reproducible and discordant to another method. It is unknown if the result was reported outside of the laboratory. The results provided by the customer are shown. The customer sent the sample to customer product line support (cpls) for further testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was plasma. Sample collection and handling details were not supplied. Customer provided that qc and system check performance has remained acceptable. Customer product line support (cpls) tested a sample from the patient and confirmed heterophile interference as the root cause of this event. Service was not dispatched for this event as this issue was isolated for one patient. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010, for additional reportable events.